Event description:
It was reported that the ilet screen was cracked near the bottom, resulting in an unresponsive lower half of the touchscreen and preventing device unlock, consistent with a hardware display damage issue. Symptoms included functional impairment of the user interface without injury. Outcomes included interruption of therapy on the affected device, use of backup therapy, and arrangement for device replacement with instructions to return the device. Investigation included customer interview, troubleshooting education, guidance on shutdown to prevent alerts, data sync guidance, and logistics for replacement and return. Investigation of this case revealed a damaged screen consistent with external physical damage to the display assembly, with no indications of device-generated alerts or other malfunctions. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from an undetermined external force.